Manufacturer narrative:
Date of event and therapy date are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05047. It was reported that the patient had several falls and diagnostic testing revealed high impedance on multiple contacts of an abbott lead and a non-abbott lead connected to an abbott adapter. The patient experienced ineffective therapy. Surgical intervention may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.